Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/24/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported the left breast is ¿painfully hard and looks abnormal due to capsular contracture,¿ baker grade IV. Additionally reported "superficial mass on lateral aspect on left breast," and "severe pain" in the left breast; these events are not related to the device. Device has been explanted.